Event description:
It was reported that the pt was re-implanted with the present device in 2008. During the initial implantation surgery held two days prior, it had not been possible to more than partially implant the electrode array due to the cochlear etiology. See MDR 9710014-2008-00036, concerning device sonata. A CT scan carried out two months later, showed that the electrode array enters the apex of the cochlear but only 2 electrode channels were intra-cochlear. The through-opening that had been made to allow the electrode to lie in the vestibule had re-ossified. The surgeon plans to place the electrode through a more posterior cochleostomy and loop it in place to avoid iac penetration. Surgery has been set for 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.